Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was medium resistance noted when shuttling down a 6/7f mynxgrip vascular closure device (vcd) and it did not deploy the peg sealant or plug during use. The physician had to use manual pressure. There was no reported patient injury. The peg was found in the device after it was removed from the patient. The user shuttled down completely. No unusual force was applied when retracting the sheath. The advancer tube was not engaged or visible. No damages were found on the device or device packaging prior to opening. The device was stored and prepared in accordance with the instructions for use (IFU). There was no reported patient injury. The mynx vascular closure device (vcd) was used in an interventional procedure with a retrograde approach. The deployer¿s mynx training status was reported as yes. The sheath manufacturer was advanti, and the sheath french size was 5f. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity. The stick location was the femoral head. Moderate peripheral vascular disease (pvd) or calcium was present in the vicinity of the puncture site. The device will be returned for evaluation.